Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs submitted for evaluation. The evaluation of the submitted photos displayed that the catheter was used, and the tip had the appearance of being rough and jagged. The reported issue was confirmed. Although the reported issue was confirmed, the photographs provided for this incident did not present sufficient evidence to identify a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.0in tip was sheared off. This occurred on 3 occasions. The following information was provided by the initial reporter: material no. 381433. Batch no. 0115160. It was reported the tip of the IV appears to be shirred off/not straight. The tip of the IV appears to be shirred off/not straight. This particular IV was post insertion, we've had two others like this that we found pre-insertion that we believe were from the same batch.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autoguard pnk 20ga x 1.0in tip was sheared off. This occurred on 3 occasions. The following information was provided by the initial reporter: material no. 381433, batch no. 0115160. It was reported the tip of the IV appears to be shirred off/not straight. The tip of the IV appears to be shirred off/not straight. This particular IV was post insertion, we've had two others like this that we found pre-insertion that we believe were from the same batch.